Manufacturer narrative:
A ge rep evaluated the system and replaced the generator assembly. System operates as intended. (B) (4)

Event description:
Customer reported a popping noise coming from the generator side of the table. No pt injury was reported.